Event description:
(B)(6) stating 1 of her ms3 pump is not working. Pump screen stuck on the main menu load screen, advised to load and go through the process of loading, fill tubing, fill cannula, and reminder set up, (B)(6) did this, screen now showed "pump stgopped" wit just the option to click on "menu" at the bottom, not cr menu. Pharmacy to ship out replacement pump, no a/e experienced by patient, sn (B)(4) due 06/30/2018. No other information known. Dose or amount: 9 ng/kg/min. Frequency: continuous infusion. Route: sq. Dates of use: (B)(6)2017 to ongoing. Diagnosis or reason for use: pah.